Event description:
This report is for the first of two events that occurred during a single procedure (see MDR 2939222-2004-00011 for the second event. The actual sequence of events is unk). During the mapping and ablation procedure for ventricular tachycardia (vt), the shaft of the chilli catheter allegedly damged the left bundle branch of the bundle of his. After vt termination with radiofrequency (rf) energy, a wide and bizarre conducted qrs complex was noted on a 12-lead ECG that was diagnosed as a left bundle branch block (lbbb) with a right axis deviation. After rf termination of vt, sinus rhythm was conducted with a wide lbbb, with a rightwards axis as determined in the ep study, with an hv of 144ms that gradually decreased to 88ms by end procedure, though the bbb remained. The pt had a pre-existing ICD, therefore no further action was required. The pt was discharged the next day.